Manufacturer narrative:
Device evaluation: the device was returned for analysis and tested out of specification. Analysis found that the cylinders had holes in the outer layer that were the result of a sharp instrument. Both cylinders were functional.

Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to pain. No further patient complications were reported in relation to this event.